Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿initial outcomes of physician-modified inner branched endovascular repair in high-surgical-risk patients¿. Shibata t, iba y, nakajima t, nakazawa j, ohkawa a, hosaka I, arihara a, tsushima s, ogura k, yoshikawa k, kawaharada n. Journal of endovascular therapy. 2025 feb;32(1):185-191. Doi: 10.1177/15266028231169183. A.2 a.3 average medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ initial outcomes of physician-modified inner branched endovascular repair in high-surgical-risk patients¿ the time frame of this study was over a two year period. Non mdt stent grafts were surgically modified and implanted as part of physician-modified inner branched endovascular repair (pmibevar) in the treatment of pararenal aneurysm, thoracoabdominal aortic aneurysm, or aortic arch aneurysms. Endurant and a non mdt device were used as inner branch devices in two of the patients. The following adverse events occurred: paraplegia, stroke, pneumonia, sepsis , blood loss, embolism, intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.